Event description:
It was reported that during the osteosynthesis of the hand, the driver shaft broke in the handle. No fragments remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-18700-15 with batch 1392438 revealed that the end of the device is broken off (see evaluation picture 4). The broken-off part is stuck in the ar-18700-44 with batch 672405a of (B)(4). A functional test was not performed due to the damage to the device. A most likely cause is typically applying excessive leveraging forces during use.